Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: retention and returned products for the reported lot number were tested with clinical negative hcg urine. All test devices produced expected negative results at the read time. No false positive results were observed. Manufacturing batch record review did not uncover any abnormalities and quality control data met specifications. The reported complaint for a false positive result was not replicated as retention and returned products performed as expected.

Event description:
It was reported that a female patient presented to the facility with an appointment for an ultrasound-guided iud re-alignment procedure. She was tested on the hcg urine cassette prior to the procedure with a false positive result. When the customer arrived at the user's office, tested the controls on the hcg urine cassette from the same kit and from another kit/lot (hcg8020040). All control tests performed as expected. The customer retested the sample 30 minutes after the first patient test on both lots using the sample collected earlier. The result was negative on both lots. During retesting of the sample, the medical provider ordered a beta serum hcg quantitative test. The result of the beta serum hcg quantitative test indicated the patient was not pregnant. The customer was not able to provide the hcg concentration reported.